Manufacturer narrative:
On 21-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. When fluid is pushed in with a syringe it comes out from near the three-way stopcock (from the catheter). After opened, when fluid was through, water that has been pushed in with a syringe comes out from near the three-way stopcock (from the catheter). The same issue was not conducted by changing the sheath no effect on procedure. The procedure was completed without patient's consequence. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and flush test of the returned device. Visual analysis of the returned sample revealed that irrigation port was separated from irrigation tube on the vizigo sheath. Device was connected to a syringe with water using a y valve in order to find leakage from hemostatic valve and it was found within specifications. No leakage malfunction was observed. A device history record evaluation was performed for the finished device with lot number 00001621 and internal actions related to the reported complaint condition were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the event described could not be confirmed as the as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. When fluid is pushed in with a syringe it comes out from near the three-way stopcock (from the catheter). After opened, when fluid was through, water that has been pushed in with a syringe comes out from near the three-way stopcock (from the catheter). The same issue was not conducted by changing the sheath no effect on procedure. The procedure was completed without patient's consequence. Fluid appeared to be exiting the valve or near the valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient therefore no air entered the patient and no bleeding. Hemostatic valve separation is MDR-reportable.